Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as poor management by nurse team performing dialysis. The peritonitis was manifested by chills, weakness and abdominal pain. The same day as the event onset, the patient was hospitalized for another indication. On an unknown date, the patient was treated with unspecified antibiotics for the event. Four days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient has not recovered from the event. It was not reported if the nurse team was retrained on the proper aseptic technique. No additional information is available.